Event description:
Olympus was informed that during reprocessing the ceramic insulation at the distal end of the resection sheath was found damaged. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh) (returned to osh on 2022/12/06. The evaluation at osh confirmed that the ceramic insulation at the distal end of the resection sheath is broken. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. The evaluation also found a loose cap at the proximal end and discolored sealing ring. These damages were caused by wrong handling and can thus be attributed to use error. A manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.